Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the cannula broke. A portion of the radial expandable sleeve broke off and fell into the cavity of the patient but was removed prior to closing the patient. After visual inspection the rep was unable to find where the portion of cannula/sleeve had broken off. The patient status was not given at the time of this report. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the dilator, trocar, envelope seal, trocar cannula and stopcock were intact. The circular seal was disengaged. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information during a pediatric laparoscopic appendectomy procedure, the cannula broke.